Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the proximal end of the sheath. Microscopic inspection of the hemostatic valve identified that the inner valve was torn, and that both valves were deformed and not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific.

Event description:
It was reported that the faradrive sheath was selected for use during an atrial fibrillation procedure. A pressure bag with a flow rate of approximately 30 ml/h was used as the irrigation method. Following insertion of the farawave catheter with a starter guidewire into the faradrive sheath, backflow was observed, and a notable amount of air was drawn in. No fluid leak was noted in the sheath. No air was noted in the patient. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheah was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the faradrive sheath was selected for use during an atrial fibrillation procedure. A pressure bag with a flow rate of approximately 30 ml/h was used as the irrigation method. Following insertion of the farawave catheter with a starter guidewire into the faradrive sheath, backflow was observed, and a notable amount of air was drawn in. No fluid leak was noted in the sheath. No air was noted in the patient. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheathis expected to be returned for analysis.